Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experience high blood glucose. The customer¿s blood glucose level was 23. 2 mmol/l, correction boluses all evening and low was 3. 2 mmol/l, corrected with food then next blood glucose was 6.3 mmol/l, at time of incident 6.8 mmol/l. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was active. Based on customer¿s report customer did allege under delivery because kept bolusing. Customer was treated with food, bolus. Customer was neither in emergency room, nor admitted into hospital. The insulin pump will not be returned for analysis.